Event description:
It was reported that the handpiece runs on its own without the foot pedal being depressed. This event occurred during testing. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The reported event of the device running on its own was not confirmed since no unintended activation was duplicated while evaluating the returned device; nor was any failure mode observed in the handpiece that could cause or contribute to unintended activation.

Event description:
It was reported that the handpiece runs on its own without the foot pedal being depressed. This event occurred during testing. There was no patient involvement and no adverse consequences associated with this event.